Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-00819 - 1221359-2022-00821.

Event description:
The customer reported false positive results with the ID now covid-19 for 29 patients each with positive results. Of the 29 patients tested, five had pcr confirmation testing performed at another facility. Per the information provided, four of the five patients each generated negative results, and no information was provided for the 5th patient. No additional patient information, including treatment and outcome, was provided. This MFR. Report addresses patient 4 of 4.

Manufacturer narrative:
Corrected data h10: after further review of the record, it was determined that clarification is needed. The customer reported four (4) false positive results with the ID now covid-19 assay. Additional information: h10 the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.